Manufacturer narrative:
Visual assessment of the device confirmed the breakage. The drill head has broken free from the flexible cable link. Drill head was not returned. The flexible cable link is bent approximately 30 degrees where it interfaces with the shaft. Without the return of the drill head a root cause cannot be determined. A review of the device history record was performed which confirmed no inconsistencies.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy the tip of the drill bit came off in the patient and was left in the glenoid. The patient&#38112;post-operative condition is unknown.